Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va08th4, implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the doctor told the patient that the lead was not in the right place because the fluoroscopy was not working during the procedure. This was in 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.